Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Analysis findings found that the distal conductor was distorted with blood/body fluid (not obstructed) and blood in/on the helix/lobe mechanism. There was tip seal observation and damage to the lead at implant.

Event description:
It was reported that at implant attempt the helix of the atrial lead failed to re-extend after the lead had been repositioned. The lead was removed and replaced. No patient complications have been reported as a result of this event.